Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced hyperglycemia with a reported glucose level of 753 mg/dl after approximately 4-24 hours of pod wear on the arm. The patient developed symptoms including diarrhea, vomiting, nausea, leg pain, frequent urination, and an extreme migraine. The patient was hospitalized for approximately 24 hours and was diagnosed with diabetic ketoacidosis. Treatment during hospitalization included intravenous insulin therapy. The patient was discharged the following day. A new pod was activated and applied prior to discharge.